Event description:
It was reported that the leading haptic of an intraocular lens (iol) amputated upon insertion. The surgeon removed haptic fragments with scissor and forceps, and inserted a new lens. Patient outcome post surgery is reported as satisfactory. The lens was discarded and is not available for return. No further information was provided.

Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.